Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported via phone call that the insulin pump had a partial display anomaly. The patient's blood glucose at the time of incident is unknown. There were two blank lines running from the top of the display to the bottom. The insulin pump was brand new and just removed from the box approximately a minute prior to the display anomaly. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with missing segments due to cracked lcd zebra connector. The insulin pump passed idle current test, run current test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test and rewind test. The insulin pump was monitored and had no two blank lines anomaly, black screen or blank display noted. The insulin pump had minor scratched display window.